Event description:
Following a pulmonary vein isolation procedure, the patient developed an esophageal ulceration. One day following the ablation procedure, a gastroscopy revealed an ulceration on the esophagus covered with fibrin. Pantoprazole was administered twice per day and sucralfate three times per day. There were no performance issues with any sjm device during the procedure. Further information has been requested but not received.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported esophageal ulceration was procedure related.

Event description:
Additional information received indicates an esophageal temperature probe was used and there were no issues noted during the procedure. A follow up gastroscopy revealed no thermal lesion on the esophagus.